Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, while the device was being applied to cuff closing, a component of the device fell into the cavity of the patient and was retrieved via grasper. After removing the suture that fell they used a new suture of the same lot number and finished the case. There was no patient injury.